Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that during a records review, it was noted that an optease vena cava filter was implanted in a patient upside down. No additional information was provided including: the date of the procedure/event, date of implant, if the filter was retrieved/additional intervention, and if there was any patient injury. Additional information has been requested.

Manufacturer narrative:
A call from an unknown reporter indicated that during a records review, it was noted that an optease vena cava filter was implanted in a patient upside down. No additional information was provided including: the date of the procedure/event, date of implant, if the filter was retrieved/additional intervention, and if there was any patient injury. Multiple attempts to contact different departments in the reporting hospital were conducted, however, clarification of the event, patient outcome, and identification of the implanting physician have been unsuccessful. The product was not returned for inspection. As the sterile lot number was not available, device history record review could not be performed. Based on the limited information available for review, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Possible placement procedure complications include, incorrect filter positioning and orientation. The IFU instructs that according to the selected venous access site, determine which end of the storage tube (containing the filter) is to be placed into the valve of the sheath introducer. This is indicated by the printed colored arrows and text (femoral: green; jugular/antecubital: blue) on the storage tube. The arrow of the desired access site will point into the sheath introducer hemostasis valve. Place the appropriate end of the storage tube (containing the optease filter), as far as possible into the sheath introducer hemostasis valve. Incorrect filter deployment orientation has been previously investigated and corrective and preventive actions have been implemented.